Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was dka. Customer states they were under a lot of stress. Customer wants to run tests on pump, but does not have supplies with them or blue clamp and will call back when they get home to run tests. Customer called back and is not cooperating and refuses any troubleshooting or to discuss anything about the pump. Customer demands replacement to be sent. Advised customer to remain disconnected from pump and to continue with back up plans of manual injections until replacement arrives.